Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varicose veins in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands were stuck together and deployed together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for varicose veins in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands were stuck together and deployed together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached. The ligator housing teeth and suture hole were in good condition. Additionally, the handle did not have marks of trip wire being secured and it wasn't pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed. Upon analysis, the returned ligator housing had bands attached, the handle did not have marks of trip wire indicating that the trip wire was not secured, and it wasn't pulled up to take up rest of slack. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured and the trip wire wasn't pulled up to take up rest of slack. This condition, unsecured trip wire, and not taking up the rest of the slack could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.